Manufacturer narrative:
.

Event description:
It was reported that the cross brace on the manual wheelchair broke and allegedly the end user fell through the chair as a result. No injury to the end reported